Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was discovered that the 9900, 9800, and 8800 systems could be missing primary and/or secondary collimator's after replacement of tubes and/or collimator's.